Event description:
The customer reported the device is blowing black dust out of the device. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The customer reported the device is blowing black dust out of the device. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.